Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "severe mitral regurgitation requiring transjugular transcatheter edge-to-edge repair (teer) with the pascal system". The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, a causes for the reported perforation, cardiac tamponade, and pericardial effusion could not be conclusively determined. Perforation, cardiac tamponade, and pericardial effusion are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article "severe mitral regurgitation requiring transjugular transcatheter edge-to-edge repair (teer) with the pascal system" was reviewed. The article presented a prospective, single center case study, to evaluate right internal jugular vein access for mitral valve repair in a patient with prohibitive risk for surgical mitral repair. Devices mentioned include mitraclip g4 steerable guide catheter and pascal. The article concluded that they successfully present a patient with severe primary mr who required an ij approach for mteer using the pascal precision system. [The primary author and corresponding author was dr peter t. Hu at intermountain medical center, salt lake city, utah, USA. With corresponding email *peter.hu@imail.org.*. Comorbidities included degenerative mitral regurgitation, history of mcardle glycogen storage disease, severe scoliosis, and chronic obstructive pulmonary disease on oxygen. Intraprocedural complications included atrial perforation, pericardial effusion, cardiac tamponade, pericardiocentesis, and percutaneous intervention.